Event description:
It was reported that this right ventricular (rv) lead was suspected of loss of capture (loc) and significantly shows high threshold. The lead was revised and to date, this rv lead remains in service. No additional adverse patient effects were reported.